Event description:
It was reported that arteriotomy closure of right and left common femoral arteriotomies was attempted using perclose proglide devices after an interventional procedure. Reportedly, a cuff miss occurred with the device used on the right side and another proglide was used to achieve hemostasis. After a proglide was deployed on the left side, the device could not be removed and was pulled out. During the surgical closure, a piece of plastic, thought to be the foot was found in the artery and was removed. There was no adverse patient sequela. It was reported that the physician is trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Without the device analysis, a conclusive cause for the reported cuff miss could not be determined. A cuff miss can be influenced by numerous factors including, but not limited to, manufacturing, user technique and/or patient anatomical conditions. During manufacturing, the needle trajectory of every device is verified and a sampling of finished devices is destructively tested to verify the functionality of the device. The failure to position and maintain the device at a 45 degree angle throughout deployment, rotating the device at any point during plunger/needle deployment, aggressively deploying or removing the plunger and/or inadequate positioning of the foot against the arterial wall may cause a cuff miss. Review of the device history record for this lot did not produce any findings relevant to this report. A query of the complaint-handling database was performed and there does not appear to be any indication of a lot specific product quality deficiency. Based on this investigation, a product quality deficiency was not noted.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was not provided. A follow up report will be submitted with all additional relevant information. The other perclose proglide device is being filed under a separate medwatch MFR number.